Manufacturer narrative:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, for assistance with a gas loss alarm. The alarm was actively sounding in the background, so the esp personel had user verify that all cables and connections were appropriate and secure and there was no trace of blood in the helium tubing and made user perform a fill and press start which resolved the alarm and resumed therapy. User reported that this was the first time the alarm triggered. This patient was tachycardic in the 100s, ventilated with a peep of 5, had an intermittent but strong cough and was extremely cold upon arrival. Ithe esp personnelreviewed the nature of the alarm to user and explained that the alarm likely triggered as a result of a combination of the above referenced clinical factors. User was appreciative of the assitance provided. No harmor injury reported.

Event description:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, for assistance with a gas loss alarm. The alarm was actively sounding in the background, so the esp personel had user verify that all cables and connections were appropriate and secure and there was no trace of blood in the helium tubing and made user perform a fill and press start which resolved the alarm and resumed therapy. User reported that this was the first time the alarm triggered. This patient was tachycardic in the 100s, ventilated with a peep of 5, had an intermittent but strong cough and was extremely cold upon arrival. Ithe esp personnelreviewed the nature of the alarm to user and explained that the alarm likely triggered as a result of a combination of the above referenced clinical factors. User was appreciative of the assitance provided. No harmor injury reported.